Event description:
It was reported that the patient underwent an implantable neurostimulator (ins) removal due to device end-of-life. The lead was also removed due to a fracture. Additionally, the elective removal of the lead extensions were also reported. No patient symptoms or outcome was reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.